Event description:
It was reported that at the distributor facility, the sterile, unopened balance middleweight universal ii guide wire was noted to have foreign material inside the packaging pouch. The device was not used in any procedure or on a patient. There was no clinically significant delay of procedure reported, as the issue was noted at the distributor facility. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported particulate was confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.